Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device and delivery system was deployed. It did not meet the release criteria, so it was fully recaptured. At that time, a small pericardial effusion was noted. The pericardial effusion was monitored and the patient remained stable. The decision was made to stop the procedure, extubate the patient and send them to recovery. No intervention was needed.